Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration data confirmed that the last calibration, performed on 16-apr-2025, was within expected ranges. Quality control recovery for all three levels of the relevant lot was also found to be within specified ranges. No physical investigation was deemed necessary. Initially reactive results are known to occur and require duplicate retesting for confirmation. The root cause was attributed to the nature of initially reactive samples.

Event description:
The initial reporter observed an initially reactive elecsys hiv duo result for one patient sample tested on a cobas e 801 analytical unit. The sample was first tested on (B)(6) 2025 and generated a reactive result of 2.07 coi, with subresults of 0.0932 coi for anti-hiv-1/2 antibodies (ahiv) and 2.07 coi for hiv-1 antigen (hivag). A duplicate retest on the same system produced a non-reactive result of 0.198 coi, with subresults of 0.0912 coi for ahiv and 0.176 coi for hivag. A third test conducted on another cobas e 801 system yielded a non-reactive result of 0.217 coi, with subresults of 0.0881 coi for ahiv and 0.199 coi for hivag, followed by a fourth test result of 0.236 coi, also non-reactive, with subresults of 0.0837 coi for ahiv and 0.221 coi for hivag. The customer reported the final result as non-reactive.